Event description:
It was reported that the device was not primed for the required amount of time, and the procedure was cancelled. This 2.1mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure. During preparation, the physician did not prime the catheter for the required amount of time. The patient had been under general anesthesia, the catheter was not used, and the procedure was cancelled. There were no patient complications.